Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not power on. A field service engineer (fse) found the station was not powering on and isolated the auxiliary from the main, but there was still no power. After isolating each drawer within the main, the issue was traced to the half-height drawer 5. Drawer 5.1 was then isolated from 5.2, and the controller board in 5.1 was identified as the cause. The controller board was replaced, all cables and wires were reseated, and the inseparable were cleaned. The pyxis bus cable was examined, and the system was rebooted. The unit operated correctly in the hard test application, the test was completed, and the application was launched. Customer was then allowed to access the station with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on. User tried to unplug and plug in the power cable, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.